Event description:
Patient reported right side rupture. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Patient later reported "the rupture of the implants caused me very severe pain". The device has been explanted.

Manufacturer narrative:
Clarification to d6a implant date: partial date "seven years ago." Additional, changed, and/or corrected data: b5, d3, g1, h6, h11.

Event description:
Patient reported right side rupture. Patient later reported "the rupture of the implants caused me very severe pain". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6b, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, h6.

Event description:
Patient reported right side rupture. Patient later reported "severe pain". Healthcare professional later reported "this warranty do not correspond to abbvie, is for another brand". The device has been explanted.